Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, the patient underwent a procedure on (B)(6) 2015 to excise the excess skin. During the same procedure the abutment was exchanged. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.